Event description:
It was reported that the customer had a52 alarm on the insulin pump. The customer's blood glucose level was 426 mg/dl. The customer had a high blood glucose but not hospitalized. The customer was offered to troubleshoot blood glucose but refused. The customer was not treated yet but feels ok. The patient was advised that the a52 alarm was a program safety alarm. The customer stated that she dropped her insulin pump and wondering if that caused it. The troubleshooting was performed. The patient was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)